Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete testing. The cause for the communication failure was isolated to a loose connection of the electrode belt receptacle connector to the j4 component on the defibrillator board. The root cause for the loose connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.